Event description:
I had essure implanted (B)(6) 2014. I was ok at first then on (B)(6) 2014 I began my period. It was very heavy, lots of clotting and cramps something terrible. Well to my surprise I wouldn't stop bleeding. In (B)(6) 2014 I was hospitalized to receive a blood transfusion. My blood count was 6.4. I had severe breakouts because I am allergic to the nickel. Which I was unaware I didn't have a nickel test nor was I warned. I had an infection in my cervix and it wasn't std. I had a green discharge because my body was infected. (B)(6) still bleeding, non stop. I finally got these devils removed via hysterectomy. Six months of pure hell. I am (B)(6) it was the worst mistake ever getting these. Rx meds: levrothyroxine 300mcg. Otc meds: vit b12, vit d.